Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 90% stenosed lesion was located in the calcified, proximal right coronary artery (rca). Initially, another MFR's balloon was used to pre-dilate the lesion, but it ruptured on the second inflation. The lesion was then dilated with a 3.0x15mm cutting balloon. The physician confirmed lesion expansion with ivus. The physician attempted to further dilate the lesion was the quantum maverick monorail balloon, but it ruptured on the second inflation at 12 atms. The pressure of the initial inflation is unk. The procedure was successfully completed with another quantum maverick monorail balloon catheter after using another cutting balloon to further dilate the lesion. There were no reported pt complications. Pt status listed as "good."